Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that removal difficulties were encountered. The target lesion was located in the coronary artery. A synergy¿ drug-eluting stent was advanced and successfully deployed. During withdrawal of the device, the stent delivery system (sds) balloon would not go back to the guide catheter. The physician had to 're-expect ' at the tip of the guide catheter and remove the devices together as a unit. The balloon got stuck in the guide catheter. The procedure was completed with no patient complications reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. The stent was not returned for analysis as it was deployed inside the patient¿s body. The bumper tip of the device showed no signs of damage. The balloon body was reviewed and found that the balloon was damaged at the distal end. The balloon wings were open showing that they were subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft of the device. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found that the outer and inner extrusion was damaged at the port site entry. The bi-component bond showed no signs of damage or strain. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due to interaction with another device. (B)(4).

Event description:
It was reported that removal difficulties were encountered. The target lesion was located in the coronary artery. A synergy¿ drug-eluting stent was advanced and successfully deployed. During withdrawal of the device, the stent delivery system (sds) balloon would not go back to the guide catheter. The physician had to 're-expect ' at the tip of the guide catheter and remove the devices together as a unit. The balloon got stuck in the guide catheter. The procedure was completed with no patient complications reported and the patient's status was fine.